Manufacturer narrative:
A ge service rep performed an onsite investigation. The hand switch is scheduled to be replaced on (B)(6) 2011. It is anticipated that following replacement of this part, the system will operate as intended.

Event description:
The customer reported that the system's hand switch was sticking and required more force than normal to activate the x-ray exposure. No pt injury was reported.